Manufacturer narrative:
One device was received for evaluation. Review of the event history log revealed error code 1871. The reported problem was confirmed. The root cause is a possible defective motor. The motor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's motor has malfunction. Event occurred before patient use, during testing. There was no patient involvement.